Event description:
Additional information was received indicating there was no patient harm.

Manufacturer narrative:
The lens was returned adhered in solution to a small yellow piece of paper. Solution is observed dried on the lens. The optic torn/cut into two pieces. The damage is similar to damage from insertion and removal. The optic edge is deeply scraped from the edge toward the center with the damaged optic material torn/peeled back (still attached). Product history records were reviewed documentation indicated the product met release criteria. An associated qualified cartridge was used with a non-qualified viscoelastic. The reported lens damage was observed. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched. The iol was removed and the procedure was completed with a new lens. Additional information has been requested.